Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the keypad was hard to push and there is a chip on where you screw in the battery cap and where the reservoir is located. Customer stated that the damage is on the battery compartment and on the reservoir chamber. Customer stated that it looks like a piece of the middle fell out. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
All of the buttons functioned properly, no damage in keypad assembly noted. Inspected lcd connector and no unlocked connector noted. However, the insulin pump was received with cracked battery tube threads, reservoir tube, broken reservoir tube lip, minor scratched display window and missing the end cap sticker.